Event description:
It was reported that during the procedure in an unspecified vessel, a whisper ms guide wire was advanced into the patient anatomy. At an unspecified point during angioplasty, the distal tip of the guide wire fractured and separated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be completed. Additionally, a review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.